Event description:
It was reported prior to using a bd vacutainer® precisionglide¿ multiple sample needle, foreign matter was found on the cannula. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: "material #: 360213. Lot/batch #: 3326443. Bd received 82 samples and 1 photo for investigation. The photo was reviewed, and the IV cannula was observed to be discolored. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as 2 of the samples had a clear / light colored material on the IV cannula. The material underwent fourier-transform infrared spectroscopy (ftir) analysis, and it was found to be a close match with polypropylene, the raw material used for the manufacturing of the IV shield. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using a bd vacutainer® precision glide¿ multiple sample needle, foreign matter was found on the cannula. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-aug-2024 investigation summary material #: 360213 lot/batch #: 3326443 bd received 82 samples and 1 photo for investigation. The photo was reviewed, and the IV cannula was observed to be discolored. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as 2 of the samples had a clear / light colored material on the IV cannula. The material underwent fourier-transform infrared spectroscopy (ftir) analysis, and it was found to be a close match with polypropylene, the raw material used for the manufacturing of the IV shield. A test was performed to determine if any foreign material could be inside the cannula by flowing water through 10 returned samples and no foreign matter was found inside the devices. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.